Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing impedance was observed to be greater than 2,000 ohms. An invasive revision procedure was performed and the pocket was reopened. When the physician barely touched the right ventricular (rv) lead, the lead came out of the device header. A loose set screw was suspected. The lead was reinserted and all measurements were within acceptable limits. No further complications were observed.